Event description:
Livanova deutschland received a report that a centrifugal pump system with tubing clamp (scp) ad an intermittent flow issue during procedure. The patient suffered a recent stroke, could not speak upon waking but resolved during post-operation recovery.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H10: livanova deutschland manufactures the centrifugal pump system with tubing clamp (scp). The incident occurred in (B)(6). Through follow-up communication livanova learned that during the initiation of a cardiopulmonary bypass, it was noticed that the pressure on the monitor was low. Attempts to adjust and increase the flow through the pump were unsuccessful, therefore another pump was utilized. In detail, the user came up to full bypass (4 lpm and map=68), some seconds later on the monitor it was noted that map was 15. Then, flow and pressure were increased, but it was noticed that flow was 0.2 lpm. Attempted to adjust flow without resultant increase in flow, then, suddenly, it was back to 4 lpm and the map was again normal. The pump did not stop, only intermittent flow issue occurred. Filled the patient and came off cardiopulmunary bypass. Customer was using a competitor disposable and adapter. A livanova field service representative was dispatched to the facility to investigate the device. Adapter was removed and scp tested with livanova revolution flow loop; machine was ran at 4-5 lpm consistantly. Issue reported was not reproduced. Then, scp was set at 5 lpm and the tubing was clamped at 50% to add a load: no failure occurred over one hour testing. No deviation was found on scp. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The issue is most likely related to a temporary competitor adapter malfunction. In fact, as per scp instructions for use, the system shall be used in conjunction with a revolution pump: "the scp system is solely intended for use with the revolution® on and/or with a stöckert/ sorinhlm (s3/sc/s5/c5) or the scpc system as a centrifugal pump during cardiopulmonary bypass." There is no direct relationship between the reported adverse event and the device. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.